Manufacturer narrative:
The hill-rom tech found the "coiled" cable assembly was cut. The tech replaced the cable assembly to repair the bed.

Event description:
Info received indicates a nurse call could not be sent from the bed.